Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with capture management. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed out. Review of information from the external heart monitor showed three to seven second pauses. It was thought that the long pauses were associated with atrial capture management programming. The device remains in use. No further patient complications have been reported as a result of this event.